Event description:
It was reported that the ilet exhibited intermittent unresponsive screen behavior and a ¿crazy¿ display, and the user experienced insulin leakage from cartridges while the pump was worn on a belt clip during activity, after which the pump was disconnected and insulin was administered by injection; blood glucose reached 345 mg/dl with prolonged hyperglycemia and moderate ketones, and the device did not provide alerts. Investigation included troubleshooting with a dry-run piston test, photo review of the screen, and request for video, along with user education on cartridge handling. Investigation of this case revealed that the piston test did not show a mechanical drive issue, and no physical screen damage was observed. The user's reported symptoms included headache and fatigue during the event. Outcomes included recovery with multiple daily injections and caregiver assistance without medical intervention. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia associated with reported cartridge leakage and intermittent screen responsiveness, with device replacement initiated to restore therapy confidence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.